Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation revealed a longitudinally aligned split between the 6 cm and 7 cm depth markers. A functional test of flushing each lumen of the catheter with water using a 12 ml syringe was performed. A leak was observed between the 6 cm and 7 cm depth markers when flushing the gray lumen, and a partial occlusion was noted as the flow was significantly reduced from the distal end of the catheter. No leaks or occlusions were observed in the white and red lumens. A microscopic observation revealed the split was slightly curved and had smooth and flat fracture surfaces with clean and straight edges. The damage observed in n the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient was complaining about swollen arm/pain on injection. Excessive bleeding on the insertion site. Patient said their "nurses" were quite forceful trying to unblock the line. Alteplese used to unblock line. Up to 2 mg used. Secur-a-cath not used. Trimmed to 45cm. No external length. Inserted to zero mark. The leak is at the 5 or 6 cm mark. The blood leaking out at the insertion site made the clinician believe the PICC was ruptured because the blood would normally not leak out at the insertion site in a normal PICC. The patient no longer need 3 lumens, just one, so the clinician removed the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.